Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a gradual onset of a bump behind his right ear where the lead-extension connection is. The patient stated that if he pushes on the bump he becomes nauseous and sees double, which sometimes happens when he sleeps on his right side. The issue also occurs when the patient wears a tight hat or washes his hair. It is unknown when the issue began occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the bump was not determined as the patient's vision "jumps" when he presses on the right extension lead. The hcp also confirmed that the patient was reprogrammed and an impedance test was performed, which resolved in normal impedance values. The patient was advised not to press on the lead-extension connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.